Event description:
It was reported that the customer received a lost sensor alert. It was stated that the sensor was extracted, and the electrode was missing. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.